Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 423 mg/dl. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump was not giving the basal correctly. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. On 31-mar-2022, the pump was returned due to customer allegation to pump under delivering causing high bgs. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at (B)(4). Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 31-mar-2022 found bolus deliveries of 1.52u at 03/31/2022 03:54:38.000, 1.3u at 03/31/2022 04:25:48.000, 1.1u at 03/31/2022 05:35:46.000, 3.4u at 03/31/2022 06:01:50.000, 0.025u at 03/31/2022 09:29:18.000, 0.05 at 03/31/2022 10:04:24.000, 0.05u at 03/31/2022 11:09:23.000, 0.05u at 03/31/2022 12:09:25.000, 0.05u at 03/31/2022 13:09:11.000, 0.025 at 03/31/2022 13:09:11.000, 0.05u at 03/31/2022 15:31:02.000, 0.025u at 03/31/2022 16:04:12.000, 0.05u at 03/31/2022 17:04:11.000, 0.025u at 03/31/2022 18:14:11.000, 0.025u at 03/31/2022 19:04:16.000, 0.025u at 03/31/2022 20:04:15.000, 0.025u at 03/31/2022 21:04:21.000, 0.05u at 03/31/2022 22:09:22.000, 0.075u at 03/31/2022 23:04:25.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.